Event description:
During percutaneous coronary intervention (pci) of a lesion in the right coronary artery (rca), contrast was seen coming out of the balloon. Pci was being performed on an 80% de novo lesion in the rca of 10mm in length. The (b1) lesion was also mildly calcified. Direct stenting was being performed with 3.5x13mm cypher select stent which reached the lesion after some friction in the guide catheter. When inflating the balloon, contrast was seen outside of it and the balloon could not be inflated at all. The device was removed and 3.0x13mm cypher select stent was deployed at 13 atmospheres (atm). Timi iii flows were recorded pre and post-procedure.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. This product was returned for analysis but the engineering report has not yet been completed. Additional information rceived will be submitted within 30 days upon receipt.